Event description:
It was reported that during an unknown procedure, the device did not fire all the way around. There are no other details available.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: the device did not staple all the way around. It did cut in the area that didn't form staples. The surgeon completed the procedure with suture; they did not pull another device. The device was not saved for return. No patient consequences were reported. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.